Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported the device was at early eri (elective replacement indicator) due to high left ventricular (lv) output. The device was explanted and replaced. The left ventricular (lv) lead threshold was high. The lv lead remains in use. No patient complications have been reported as a result of this event.